Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands but was not meeting specifications due to deformation at the distal end. Deformation was evident to the 1st distal stent wraps with struts raised. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent device was attempted to be used to treat a severely tortuous, mildly calcified lesion with 99% stenosis in the rca. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device but excessive force was not used. It is reported that the stent failed to cross the lesion and the stent became deformed in vivo. The procedure was completed using another medtronic stent. No patient injury is reported. It is stated that the event was due to use of the device in difficult lesion morphology/anatomy, meaning that the event was procedural related and not device related.